Manufacturer narrative:
It is unknown if there was patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade guide sleeve and buttress compression nut for the 135 degree aiming arm reportedly backed out rather than advancing. It is unknown if there was patient involvement. There is no additional information is available at this time. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 22, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: three devices (part 357.369, lot 4474601; part 357.371, lot 4436456; part 357.367, lot 3417225) were received for investigation. All three devices are worn with considerable scratches and marks consistent with regular use. The devices were functionally tested and no issues were found with any of the returned devices. Each device functioned as intended separately as well as when assembled together. The root cause of the complaint condition is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Per the technique guide, the returned devices are reusable instruments used during implantation of titanium trochanteric fixation nails. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.